Event description:
During a right hip arthroscopy using a super multivac 50 with integrated cable, the electrode screen at the tip of the wand disappeared. No metal parts could be detected in the joint by x-ray. The screen may have been removed by the suction during the surgery. There were no adverse effects to the pt.

Manufacturer narrative:
The device is returning for investigation. A follow up report will be provided once the lot history record review and investigation are completed.